Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with 200cc smooth mentor memorygel breast implants experienced right-sided grade iii capsular contracture and left-sided device migration postoperatively. The patient reported that the right breast is firm, hard, painful, and still sitting high, and upon physical examination, the physician confirmed right-sided capsular contracture and bottoming out of the left breast implant. As a result, the patient underwent explantation and replacement with non-mentor (allergan) breast implants on (B)(6) 2021. This medwatch report is for the left-sided implant.